Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that several of the keypad buttons had been sticking and were intermittently unresponsive. It was also noted that the keypad cover had come off. The reporter confirmed that moisture had gotten under the keypad at one time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013 device evaluation:the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings:the keypad was found to be torn off at the ok button, exposing the button contact. During testing all of the keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed and there was evidence of contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed that the text on the display screen was dim/faded and discolored. Also unrelated to the complaint, the audio bolus button cover was observed to be damaged but functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.